Manufacturer narrative:
Added repair information to evaluation codes to better reflect status of investigation.

Event description:
A service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
The customer reported that, during patient use, the ventilator alarmed and the display went black. The patient was removed from the ventilator and placed on a second ventilator. There was no harm or injury to the patient as a result of the event.